Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0) installed on samsung galaxy s21 (android 14) with mmt-1884 770g pump (software ver. 6.7v) was conducted and confirmed the issue was reproduced 100% of the time.app performed as expected per specification (ble connect mobile application and pump spid, (B)(4) ). However, the requirement, (B)(4) version e (item 3402296) was not working as expected since pump design specification, (B)(4) (item 2509876) was not met.after conducting a thorough investigation, we have found that the main root cause for the userâ¿¿s pairing problems is due to a bluetooth issue. First the pump is discovering the service locations within the android os's peripheral device profile. Doing so allows the pump to know the range of attributes that should be requested during the pairing process, this is the client characteristic configuration descriptors discovery. Now when the pump is requesting ccc descriptors from the application, the polar flow app is not responding. The pump correctly reads this no response from the app as a pairing/reconnection error and disconnects the device as intended.the esf corresponding to this new issue is (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Uninstall the polar watch app and unpair the polar watch device. 2. Update the pump firmware version to 6.21 or later. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and confirmed customer received the reported issue.unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.